Event description:
Several months ago when the silver dressing first came out, it came with a warning that reads, "defibrillation: remove v.a.c. Granufoam silver dressing if defibrillation is required in the area of dressing placement. Failure to remove the drape may inhibit current transmission and/or patient resuscitation." This warning is contained on the company website, but there is no label on the dressing itself so that health care providers are alerted to this caution. It would be helpful if a label or sticker was provided not only for the dressing, but also for the patient's chart. Our concern is that staff is probably unaware of this caution since it's not included with the product.